Manufacturer narrative:
The tip was returned and evaluated. The evaluation revealed that the tip passed flow and thermistor testing. The tip failed leak testing and visual inspection due to burnt trace observed on the surface membrane and the observance of dielectric breakdown on the tip. No functional testing can be performed due to dielectric breakdown being observed. A review of the device history records is in progress. Based on all available information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A distributor reported that while performing a thermage treatment the doctor found the tip surface had been damaged. The treatment was resumed with another tip. There was no patient injury.

Manufacturer narrative:
A review of the manufacturing records showed all requirements were met. No patient injury occurred during treatment. Service confirmed damage on the tip membrane along the radio frequency trace and sparking during use. Investigation found glowing or sparking from the tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the radio frequency trace, causing arcing and subsequent burn-through of the flex circuit membrane. All treatment tips are visually inspected for defects during manufacturing and packaging.